Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the emergency room. Upon device interrogation, it was noted that the patient was in atrial flutter with irregular ventricular contraction along with atrial fibrillation. Due to fast sinus detection rates, programming changes were made. The patient was recommended to be monitored with external telemetry due to the elective replacement indicator device status. No further information is available at this time.

Event description:
Additional information received indicated that no signs of premature battery depletion were observed. The patient was asymptomatic during and after the event.